Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical asked the customer to provide screenshot of the adc screen and inspirational block valve test. Inspirational block valve test has failed. Inspirational pressure transducer does not reach the value. Vyaire initiated a warranty replacement for the inspirational block. The root cause was determined to be due to defective pressure sensor / transducer or corresponding measurement electronics on the sensorboard electronics on the inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us alarms 401 - "inspiration valve or device leaky" during setup prior patient use. Furthermore, there was no patient associated with the event.